Manufacturer narrative:
Batch review performed on 19 august 2022: lot 2007094: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 2026-apr-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implanted component. Batch review performed on 19 august 2022 on stem: m-vizion 01.22.139 distal stem ø20mm l 180mm straight (k191816) lot. 1901239. Lot 1901239: (B)(4) items manufactured and released on 21-oct-2019. Expiration date: 2026-apr-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a subsided stem and the cause is unknown. The surgeon revised the proximal body, head, and liner 5 months after the primary surgery. The surgery was completed successfully.